Event description:
It was reported that patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the cylinder from use. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications reported.